Manufacturer narrative:
A ge service rep performed an onsite investigation. The remote user interface joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a joystick error. This could cause a loss of motorized movements. There is no report of injury or death associated with the event described in this complaint.